Manufacturer narrative:
(B)(4). Analysis was normal, no anomalies were found.

Event description:
(B)(4). It was reported that the patient developed an infection. The system was explanted. No other patient symptoms were reported.

Manufacturer narrative:
Device available for evaluation should have been marked as yes, returned to manufacturer marked and date return to manufacturer as mar 5, 2018 rather than no.